Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that reportedly, a lead revision was done prompting a device change. There was no further information provided. The device was explanted. No additional adverse patient effects were reported.